Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.1; reference: 2.1; mean: 1.60; confidence-limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Biosite has received meter (B)(4). In-house accuracy test: test date: donor 1, donor 2. Meters sn: returned meter (B)(4); in-house meters (B)(4). Retained strip ln: 080669a. Comparative sys: sysmex 560; 2 therapeutic donors. Results (B)(4). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.1; lab-inr: 2.1.